Event description:
It was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with a navistar rmt thermocool catheter, suffered a cardiac tamponade which required a pericardiocentesis, an open heart surgery and extended hospitalization. The pericardial effusion was confirmed by echo after the procedure and over a liter of fluid was removed from the patient¿s body. The patient was reported to be in stable condition. A transseptal puncture was performed by brk xs st. Jude and sl1 8.5 fr sheaths. The physician¿s opinion regarding the cause of this adverse event is that these are patient condition (cancer patient), and procedure. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 ((B)(4)), stockert (s/n (B)(4)), cool flow pump (s/n (B)(4)), navistar catheter (cat: nr7tcsiy, unknown lot ¿ discarded by the account), stryker catheter (unknown cat, unknown lot), accunav catheter (cat. Unknown, lot unknown). (B)(4).